Event description:
The rptr alleged that the device would not pace a pt properly. A back up device was obtained and used to continue treatment to the pt. The pt's outcome and details were not reported.